Manufacturer narrative:
Kaz USA, inc. Would like to retrieve this unit for testing, but we were not provided any consumer contact information.

Event description:
We received a complaint from the FDA's medwatch program, report number mw5084694. A consumer reported that their humidifier was unplugged and six hours later the unit was smoking and still steaming. No adverse event was reported. Kaz USA, inc. Would like to retrieve this unit for testing, but we were not provided any consumer contact information. The root cause for this specific complaint could not be determined since the product was not available for investigation. There are no components or parts on the device that can overheat when unplugged. We therefore believe that the mentioned failure is an isolated, abnormal event that is extremely remote and that we would not anticipate to occur.